Event description:
Device 2 of 2. Reference MFR report: 1627487-2018-10473. Additional information received identified surgical intervention was undertaken wherein the right l2 lead and the left l5 lead were explanted and replaced. Therapy was reportedly restored post-operatively.